Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope¿ as below. [Inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as shown in figure 3.2. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair. 3. Visually inspect the rubber part around the instrument channel port. Figure 3.3 depicts the rubber part in a normal and abnormal condition. Lifting of the rubber part is abnormal. If the rubber part is lifted from the molding part as shown in figure 3.3, (abnormal condition) do not use the endoscope and return it to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The customer's reported issue and the peeling coating were confirmed. A worn angle wire and damaged tubes were also found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that their oes bronchofiberscope had a broken fiber. Upon inspection and testing of the returned device, it was discovered that the coating of the image guide (ig) was peeling off. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.